Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, that during an unspecified procedure. The subject device image "turned pink, during the cutting leak". There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation noted the reported issue was not confirmed, however, device evaluation found the light guide (lg-bundle) of the video cable section is broken and therefore the light transmission is lost or too low. Based on the results of the investigation, the reported issue was not confirmed as no pink image was observed. The definitive root cause of the reported issue and found failure could not be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the subject device image "turned pink during the cutting leak". There were no reports of patient harm.